Event description:
Customer alleges he was being picked up by a transit van and while being lifted he hit reverse on the scooter and rolled off from 2 feet in the air.

Event description:
Customer alleges he was being picked up by a transit van and while being lifted he hit reverse on the scooter and rolled off from 2 feet in the air.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be issued if more information or if the device becomes available.

Manufacturer narrative:
The parts returned to pride were evaluated and did not indicate any contribution to the alleged event.